Event description:
After implantation of the crystalens iol, the surgeon noticed a scratch on the lens. The surgeon exchanged the lens with a backup crystalens iol. The event did not result in pt injury or require enlargement of the original incision. The pt's postoperative visual acuity is 20/20 and the prognosis is excellent. The surgeon was not sure if the lens damage was present prior to surgery or whether the inserter forceps may have scratched the lens inadvertently.